Event description:
During generator replacement surgery for pain at the neck and chest sites (MFR. Report # 1644487-2015-04828), high impedance (>10,000 ohms) was observed after the new generator was attached to the existing lead. The lead pin was removed from the generator header and then reinserted; however, during reinsertion the lead broke at the bifurcation. The surgeon noted that the original lead placement did not seem well done as the lead seemed "tight" before breaking. The lead was cut at the electrodes and explanted. A new lead was implanted and device diagnostics were within normal limits (1952 ohms). The explanted lead has not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.